Event description:
It was reported that review of a non-sustained right ventricular oversensing episode revealed loss of ventricular capture on the implantable cardioverter defibrillator (ICD). Auto capture was already turned on and the clinician hoped the capture issue would self-correct. Programming changes were to be made in the future in clinic. There were no reported patient consequences.

Event description:
New information received notes the loss of capture observed may have been due to inappropriate programming by another clinic. Programming changes were made to restore settings to original programmed values. The patient was stable.